Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl). Customer administered manual injections to treat their bg level, and indicated that manual injections would be used for alternate insulin therapy.